Event description:
Pt was implanted with 3.5mm cortex screw on (B)(6) 2011 for a syndesmosis tear. Pt was returned to the operating room on (B)(6) 2012 for a planned procedure to remove the screw. During screw removal, surgeon confirmed the screw was broken. Surgeon was able to remove the head of the screw and the shaft of the screw remains in the pt's bone. Pt was not revised to any add'l implants, pt had healed.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.